Manufacturer narrative:
It is not known if the device is available for eval. A f/u report will be filed upon receipt of the device and/or completion of the investigation.

Event description:
International affiliate reports two set screw loosened within the spinal construct in situ, resulting in rod movement. Revision surgery was performed to replace the devices. See mfg medwatch report # 1526439-2011-00094 for the second set screw that was involved in this event.